Event description:
This report is to advise of a fracture that was noted during analysis.

Manufacturer narrative:
One uni-directional, curve f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrodes 1 and 2 read as an open circuit during electrical testing, consistent with the reported event. The catheter shaft material had been fractured between electrode 2 and electrode 3 and conductor wires 1 and 2 were fractured at the location of the fractured shaft, consistent with the open circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause was determined to be removal of the catheter from its packaging. This issue was determined to be design related.